Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to dirt on objective lens, the monitor shows a black screen with no image, (it never returns to normal).

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to dirt on objective lens, the monitor shows a black screen with no image, (it never returns to normal). Based on the results of the investigation, the root cause of the reported malfunctions could not be identified/determined. Olympus will continue to monitor field performance for this device.